Event description:
The facility representative reported that the reservoir of a ce intermate lv 250 device ruptured during filling. The device had been filled with 5 milliliters of normal saline when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The root cause of this failure mode is under investigation. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.